Event description:
A female patient using an unspecified type of renu reported being under an eye physician's care between 2005 and 2006 with a recurring "infection" of her cornea, for a period of 4 months. The patient presented to the physician's office in 2006 with a red and very uncomfortable right eye which began the night before. The physician diagnosed the patient with the staph ulcer and prescribed zymar at a frequency of every hour in the right eye. The patient had recovered and treatment by the physician was completed three weeks later. The physician additionally indicated that this event was not directly related to a specific product.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. In addition, the phsyician indicated that the event was not directly related to a specific product. Based on all information, no causal factors can be determined, and no conclusion can be drawn.